Event description:
It was reported that the patient's blood glucose level rose to greater than 300 mg/dl while wearing the pod between 36 and 48 hours on the hips/buttocks. The patient stated that the cannula had dislodged from the infusion site. Details regarding treatment were not provided.

Manufacturer narrative:
The device has been received; however, an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone18.3 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined.